Manufacturer narrative:
On (B)(6) 2018 an immucor technical support used a remote electronic connection method to transfer camera images, event logs and result batches for the issue described. Based on the reactivity pattern, the characteristic of this anti-k is showing dosage where heterozygous k+ cells may or may not all react. The donor cell that is reacting negative has been dna typed and confirmed to be k+. This is a sample related issue. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported that they received unexpected negative reactions with capture-r ready-ID on an echo instrument.